Event description:
Device has been explanted.

Event description:
Physician later reported microcysts (not device related), ¿multinucleated giant cells, favor foreign body deposition (silicone by clinical information)", and ¿focal chronic inflammation". Device has been explanted.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on radius assessed as surgical damage. Cyst-ndr: not applicable as the event is not related to the device. Granuloma: unable to observe since it is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device. Additional observations: crease fold and wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported left side rupture. Physician reported microcysts (not device related), ¿multinucleated giant cells, favor foreign body deposition (silicone by clinical information)", and ¿focal chronic inflammation". Device has been explanted

Event description:
Patient reported rupture. Device remains implanted. This relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.